Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient has not experienced any falls or trauma to the device. Lead break is suspected. Revision surgery is not planned. The device has been programmed to off, as the patient has elected to discontinue vns therapy. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.